Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated oversensing due to non-physiological signals/sensing integrity counter. Beginning on (B)(6) 2015, ventricular sensing integrity counts increased to 292,313; there was also evidence of lead noise oversensing in recorded episodes of non-sustained ventricular tachycardia. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was capturing the right atrium. Also noted on the rv lead was a high sensing integrity counter. An x-ray scan indicated that the rv lead had been originally implanted in the right atrium rather than the right ventricle, and it was determined that the rv lead was oversensing atrial fibrillation. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.